Event description:
The pt reported that for the past 2 years, the infusion sets occasionally leak at the infusion tubing headset connection. This has occurred with many different lots of infusion set. No physiological effects were reported. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.